Event description:
Per report received from foreign MFR: catheters soaked overnight (12 hrs) in tetrox (dishwashing powder) solution of 2.0 tablespoon in 1 gal. Note separation of pm200 shaft from polymide shaft.